Event description:
Physician inserted a guide wire sensor while placing a stent and after the guide wire was removed, physician realized the tip of it had broken off and on it was visible on the screen. Physician removed the broken tip of the guide wire from the stent.